Event description:
Received info that the pt experienced a loss of stimulation thought to be caused by normal battery depletion. During interrogation of the device, high impedances were noted. Lead was explanted and replaced. Pt recovered without sequela.

Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a MFR employee. Training is in place. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.